Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow- up, the device was found in voor mode. Reprogramming to dddr was successful, but as soon as the telemetry head was removed, the mode changed to voor. An attempt to download was unsuccessful and explant was recommended.